Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "sapphire power cords coming apart and shocking their nurses delay in therapy: unknown. Need for medical intervention: unknown."